Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cylinder hole was confirmed. A hole in the outer tube that was result of sharp instrument damage which likely occurred during the explant. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected, leak tested and microscopically examined. Cylinder 1 has a hole in the outer tube that was result of sharp instrument damage which likely occurred during the explant. There was no damage to the inner tube; therefore, cylinder 1 passed the leak test and pressure test. Cylinder 2 passed all tests performed. The momentary squeeze pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, it was difficult to position the device properly due to the patient had severe scarring. Once the device could not be positioned properly, the physician removed the cylinder and a hole was observed. The suspected cause of the cylinder hole is a rough scar tissue or an accidental rip from lone star hook. The procedure was completed with a new lgx cylinder. There were no patient complications in relation to this event.